Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Reportedly, the customer went to the emergency room with a blood glucose level of 629 mg/dl and ketones. The customer was treated with intravenous fluids of saline and insulin. Customer was released later that day, (B)(6) 2026, with issue resolved and no permanent damage.